Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument associated with this complaint and completed investigations. The instrument was found to have a loose grip cable at the clamping pulley in the proximal end. The instrument was found to have a loose grip cable at the proximal end caused the grip to be loose at the distal end as well. The instrument was not able to be opening or cutting due to the loose grip cable. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument was not functioning. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it was alleged related non-intuitive motion issues of the instrument. No damage to the conductor wire visible at the instrument wrist. No other physical damage visible on the instrument. No report of material missing or detached from portion of the device that enters the patient's body. No allegation of unclamping failure while gripping tissue.